Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to high blood glucose on (B)(6), 2021. The blood glucose level was 350 mg/dl and his current blood glucose level was 226 mg/dl. Customer experienced symptoms such as nausea, vomiting and raise heart. The customer was treated with IV drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer performed high pressure test and it passed. Customer was not using auto mode. Troubleshooting was performed. The insulin pump will not be returned for analysis.